Event description:
Parent stated "the unit went into reset while in use. The alarm was cleared and the unit wa shut off and then turmed back on ahd the unit started working" the respiratory tyherapist reported there was no allegation of pt harm.